Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image was displayed due to a communication failure between the 150 & 180 series scopes and the device in question caused by the defective patient board set. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii video system center is not producing an image while using scopes which require video cable maj-1430. The issue was not found with the cable. Additional non reportable allegation included severe corrosion under the processor chassis. The issues were found during customer maintenance. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a defective patient board set. The device evaluation found additional non reportable findings: corrosion of the harness, deformed gasket, dust inside the unit, a crack on the main switch, and minor corrosion on the rear panel and chassis. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.